Manufacturer narrative:
It was reported that during a surgery using the rosa one device bs19040, the following discrepancy was noted: the pointer probe s/n proposed on the software interface was (B)(6). The pointer probe s/n physically used was (B)(6). The company field service engineer confirmed that the calibration file of (B)(6) was present on the device since the beginning (e.g. Was already present at bs19040 delivery to the customer). However this pointer probe (B)(6) has never been physically present at this site. As per the applicable work instruction at this time, the calibration file from pointer probe s/n (B)(6) should have been copied to the bs19040 device 'd:\medtech \ini\tools' folder during the manufacturing process. Based on the available investigation elements, the most probable root cause is an error in the manufacturing process: the calibration file from the pointer probe s/n (B)(6) has not been copied to the bs19040 device. D4 unique identifier (UDI) #: (B)(4).

Event description:
The company field service engineer (fse) assisted the surgeon for an seeg case. During marker registration with bone fiducials, the fse noticed that the serial number for the pointer probe on the software (B)(6) was different than the serial number for the pointer probe being used (B)(6). The fse went over the options with the surgeon, and the surgeon decided that they wanted to try the marker registration using the pointer probe, even though the serial number did not match. An rms of 0.44mm was obtained during registration, and the surgeon accepted the verification of the registration, so they wanted to move forward with surgery based on this registration. There were no other issues observed during the case, and the surgeon would notify the fse if an inaccuracy was discovered during the post-op imaging. The patient was under anesthesia and no incisions had been made. Less than 5 minute delay to go over the different options with the surgeon.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
The company field service engineer (fse) assisted the surgeon for an seeg case. During marker registration with bone fiducials, the fse noticed that the serial number for the pointer probe on the software (B)(4) was different than the serial number for the pointer probe being used (B)(4). The fse went over the options with the surgeon, and the surgeon decided that they wanted to try the marker registration using the pointer probe, even though the serial number did not match. An rms of 0.44mm was obtained during registration, and the surgeon accepted the verification of the registration, so they wanted to move forward with surgery based on this registration. There were no other issues observed during the case, and the surgeon would notify the fse if an inaccuracy was discovered during the post-op imaging. The patient was under anesthesia and no incisions had been made. Less than 5 minute delay to go over the different options with the surgeon.